Manufacturer narrative:
It was reported that leakage was occurred on hls cannulae connector during on patient use and the flow decreased as the matter of the leakage. Customer replaced a new cannula and the flow increased. Crack found on the luer lock of the cannula after cleaned it. No harm or death to any person was reported. Sample investigation could not be performed since customer could not provided the sample due to china customs. However, a photograph was received from customer which shows the crack on luer lock connector of hls cannulae. Based on this, the complaint could be confirmed but not product related. More information received from customer and it states that the failure was detected at 5th day of usage. Leakage was occurred from a crack. Besides, it was also stated that neither a crack was detected during visual control nor intrahospital transport or patient position change was performed. The production history record (DHR) of the affected be-pal 1523 with lot# 3000227160 was reviewed on 2023-05-25. According to the DHR results, the product be-pal 1523 passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. Thus production related influences are unlikely. Further, the incoming inspection report (batch # 3000209523, inspection lot # 10000947810) of the affected component "700000285 / 00285#konnektor 3/8 x 3/8 ll" was reviewed on 2023-05-25. The connector were checked for damages, scratches, marks, rills, sinks, streaks, and cords visually. Visual tests were passed as per specifications. Due to this, material related influences are unlikely. The reported failure was also shared with mcp medical affairs for investigation. According to medical affairs: the received pictures clearly show that at least two 3-way stopcocks were connected by customer in a row to the luer lock connector. Based on the received information and pictures, it was concluded that the most probable reason of the crack was caused by the lever that results from non-flexible connection. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : 4115.

Event description:
Complaint #(B)(4).

Event description:
It was reported that leakage was occurred on hls cannulae connector during on patient use and the flow decreased as the matter of the leakage. Customer replaced a new cannula and the flow increased. Crack found on the luer lock of the cannula after cleaned it. No harm to any person has been reported. Trackwise (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.